Event description:
It was reported to philips that the device had a system error. The device was not in use on a patient.

Event description:
It was reported to philips that the device had a system error. The device was not in use on a patient. One processor pca was returned for failure analysis. The reported problem was verified during testing. The processor pca had a wlfs error on the som pca.